Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: saw blade devices, saw blade oscillating devices, (B)(6) 2021. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move and had a component damage. It was determined that the moving parts did not move smoothly, and the device did not function. It was further determined that the device failed pretest for general condition, check of free movement and check the oscillation frequency. It was noted in the service order that during a knee replacement surgical procedure, it was discovered that an issue occurred in the engine power, which caused the motor to decrease power and stop working. It was further reported that there were no issues with the saw blade devices and the saw blade oscillating devices ¿attune system" which were used together with the device. It was reported that there was a ten-minute delay to the surgical procedure, and a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.